Event description:
It was reported that the customer jumped in a pool with the insulin pump on. The device display is unreadable due to moisture. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly.